Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 20 mmol/l with lightheadedness associated with multiple loss of primes. The reporter indicated that the loss of prime warnings had occurred several times and had not resolved after changing the cartridge multiple times including cartridges from a different box. The reporter indicated priming while attached related to the event as well indicating that 10 units were primed while attached; the reporter indicated a insulin sensitivity factor of 1 unit to 2.5 mmol/l; no resultant blood glucose was reported related to the inadvertent infusion. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump user guide instructs the user to never prime tubing while the infusion set is connected to the body.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: a review of the pump black box history showed that the pump emitted a "pump not primed" warning associated with a low non-zero force. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting force correctly. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit.